Event description:
The patient went into a MRI suite with a wound vac, vacuum assisted closure, pump, that the staff thought was MRI compatible. After the patient was moved onto the MRI table, the powerful electromagnetic force of the MRI magnet pulled the vac to the MRI machine with the nurse still holding it. Immediately the staff could smell something burning that was coming from the vac. It took 4 staff members to pull the vac off of the MRI machine. This could have been a deadly outcome.